Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The consultant reports regarding an incident whereby, postoperatively, a patient implanted with a mandible multi-vector distractor pulled a k wire pin(s), unknown how many, out of the mandible when the towel the patient was using on the facial area, snagged the device. There was no injury to the patient noted however, the pin(s) did need to be replaced.